Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the twisted device was not successfully implanted. Wall apposition was not achieved but it was not due to failure to open the device. There were no side branches covered by the pipeline.

Manufacturer narrative:
A2. The site provided only the year of the patient's birth, thus only the year (1969) of the reported birthdate is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that the pipeline shield though the microcatheter, the pipeline stent became stuck in the tuohy and was tw isted. Both the microcatheter and pipeline were replaced to complete the procedure. The patient was undergoing a procedure for flow diverter treatment of a right internal carotid artery (ica) c6 segment sidewall saccular aneurysm via femoral access. The aneurysm max diameter was 11mm and the neck was 4.1mm. No adverse patient event was noted in the reported information. At the end of the procedure, complete aneurysm neck coverage was achieved with the replacement pipeline. Raymond and roy (r<(>&<)>r) class 3 with "significant stasis" in the aneurysm was noted at the end of the procedure. Ancillary devices: phenom 27 microcatheter, navien 058 intracranial support catheter, cerebase guide sheath